Event description:
The customer reported to olympus technical assistance center (tac), during maintenance, the endoscope reprocessor had a broken piece of yellow connector. There was no patient involvement in this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse replaced the broken yellow connector according to the original equipment manufacturer (OEM) instructions, and software attributes have been verified and confirmed. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Device investigation was completed with the available information. It was noted, the connecting tube could not be connected because the connector was loosened and broken. As the cause of the loosened connector, it was considered that stress was applied to the connector in the loosening direction, and the stress was accumulated. Olympus will continue to monitor the field performance of this device.